Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was not confirmed. A photo of the reported device indicates that there are marks of use on the device and the one of the lugs is bent and broken. It is not known if the device was damaged while trying to load on to the stem introducer as the sales rep was not present to confirm. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined based on the information provided. The device was not returned for evaluation and the sales rep was not present to confirm the event. Although this event could not be confirmed, nc was raised for a previous complaint regarding damaged spigot. This was escalated to CAPA to document the root cause and corrective action of the supplier. This device was manufactured prior to the implementation of the corrective actions and is covered under the scope of the corrective actions.

Event description:
When scrub nurse went to attach exeter stem to the stem introducer, they noticed the spigot protector was damaged.

Manufacturer narrative:
It was noted that the device is not available for evaluation due as it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Event description:
When scrub nurse went to attach exeter stem to the stem introducer, they noticed the spigot protector was damaged.